Event description:
During tests performed in the arjo service center, the technician found smoking coming from the mains power cable plug. There was no patient involvement. No injury was sustained. The damaged power cable was replaced, and the device started to operate correctly.

Manufacturer narrative:
Please note that the affected device model is not intended for the us market. The products sold in the us has a different power cord and plug design and is designed per different safety standards. The manufacturer conducted a series of tests to investigate the issue of melted power cord plugs. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted. The product was involved in the incident. The device was not used for the patient treatment when the event occurred. The complaint was assessed as reportable due to melted power cord. No injury was claimed. The device is distributed outside the us, and no gudid information exists.